Event description:
It was reported that particulate matter was present inside the balloon of a half day infusor. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between october 15, 2014 ¿ october 17, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted white particulate matter in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particulate to be polyester material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.